Event description:
It was reported that during a lobectomy, the articulation lever was straight but the jaw had been articulated from the beginning. Another device was used to complete the case. There were no adverse consequence to the patient.